Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (notification that therapy is ending) alarm occurred on the homechoice device during dwell of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The technical service representative advised the patient to end therapy and restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.